Event description:
A malfunction alarm with code malf 12 was reported by the customer. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.